Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the pump and pump segment was discarded. The cause of unable to aspirate was unknown but the catheter was 23 years old. It was noted that the issue was not resolved.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that, during a pump replacement, the surgeon had a difficult time aspirating and could not get the sutureless connector off the old pump, so they had to cut the catheter. The rep only had an 8578 catheter for a revision. Technical services reviewed compatibility. The surgeon decided instead to tie off the old catheter and implant a new ascenda catheter.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6)implanted: explanted: product type catheter product ID 8711 lot# j11171r14 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 12-nov-2014, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(6), ubd: 12-nov-2014, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.